Manufacturer narrative:
No product has been returned to covidien for investigation. A DHR review has been performed and found no non-conforming reports during the production of this product.

Event description:
It was reported to covidien that the facility had a problem with a leaking sheath. The physician stated the leaking she is experiencing is sometimes the hemoglobin dropping 1-2 grams which lead to remove the sheath prior to the safe act range has been reached. This pt's hemoglobin dropped so low that the pt needed to be transfused 1 unit because of the leaking sheath. The pt is currently at home and doing well.